Event description:
Pt reported experiencing elevated blood glucose of 302 mg/dl. His normal range was 110-120 mg/dl. He indicated that he believed the infusion device was not delivering the basal rate accurately. Pt stated that he administered a bolus and set a temporary basal rate of 20 percent. He indicated his blood glucose level dropped 15 points. Pt stated that he changed the infusion site, tubing, and insulin cartridge. He reported switching to the backup infusion device and his blood glucose level returned to normal. Pt did not report any symptoms associated with the elevated blood glucose level. No medical assistance was reported. Product was requested to be returned for eval.